Event description:
It was reported two years prior the patient had one lead poking through their skin. The physician assistant cut the 0 electrode off and sutured the skin shut. It was noted the patient hadn¿t had a lot of issues with the lead. Impedances only showed 0 electrode as ¿bad.¿ follow up reported there was one known lead fracture because they had clipped off the zero electrode. The high impedance was only on the zero electrode.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patients spinal cord stimulator was removed on (B)(6) 2014 and the patient wanted to know what they needed to do with the recharging system. The device was removed because the patient didn't need it anymore. It stopped working basically right after implant because a healthcare provider had cut a lead wire and it stopped working since.

Manufacturer narrative:
Concomitant: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).